Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the root cause of the foreign material remaining in the device could not be conclusively specified. Based on the provided information, it was unknown whether the user conducted reprocessing in accordance with the instruction for use (IFU); therefore, the cause of the foreign material remaining in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the nozzle had foreign objects, adhesive around objective lens was peeled,adhesive around light guide lens was peeled, and there was a gap in the bonding of the tip assembly. There was no patient involvement.